Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device has a defibrillation issue. There was no patient or user involvement

Event description:
It was reported that the device had a time inaccuracy. There was no patient or user involvement